Event description:
The customer reported that an 840 ventilator had an inoperable display while in use on patient. There was no patient harmed or injuries as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).